Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. After testing and inspection of the fm50 fetal monitor, no nibp misreadings were found. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the initial reported problem was unable to be determined. A review of the service history for this device shows no further reports on this issue for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating that the fetal monitor gives erratic, extremely high, inaccurate, incorrect nbp readings. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.